Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not yet returned for evaluation.

Event description:
It was reported that during a mis spine procedure, the tip of the bur broke in the attachment. It was also reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Corrected data concomitant medical products: 5407120950c s/n: (B)(4). The bur and attachment (5407120950c s/n: (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken along the shank. Investigation results indicates that the most probable root cause of bur break is as a result of issues with the attachment. The bur broke near the location of the front bearing. Heat marks and wear were both evident at the breakage location. Evaluation of the returned attachment also confirmed internal corrosion in the device.

Event description:
It was reported that during a mis spine procedure, the tip of the bur broke in the attachment. It was also reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.